Event description:
Per contact, during the procedure, the device would not fire and would not band all but one varix. Contact thinks that band #3 was the one that successfully banded the varix as contact heard the click. A second bander was used, but no bands fired. An unknown number olympus colonoscope was used. Contact noticed that the strings were at the opening of the colonoscope where they are usually not visible. Procedure was completed with injections. Contact is returning the same lot samples.